Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
Customer reported via phone call air bubbles and high blood glucose levels. Customer's blood glucose level was 450 mg/dl. Troubleshooting for high blood glucose levels was performed. Customer treated themselves via manual syringe. Customer advised there were air bubbles in the reservoir and the tubing. Customer was advised to change out the entire set. Troubleshooting for the air bubbles was performed. Customer advised there is a large air bubble inside the reservoir and small air bubbles inside the tubing. Customer advised to change out the infusion set and reservoir one more time and go through the steps properly to avoid air bubbles.